Event description:
"Urine" bag did not drain properly. The bag has a flutter value attached to the wrong end of the bag. Bile bag was improperly mfg. This is the third failure of this type in the past 9 months.